Event description:
3 months ago rptr started working for a dental office. The last 6 weeks their hair has started coming out of head in handfuls. (The dental assistant is having the same problem) rptr face and scalp feel sunburnt when they leave work. Eyes are very sore and the skin on neck and top of chest where it is exposed itches. Rptr noticed that they take almost 100 x-rays daily, and that one of the machines is pointed directly at them with only a 4 foot wall between them. Rptr is about 36 feet or less away. Rptr questions if the radiation can reach them. Rptr cannot find info about the hazards in a dental office.